Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) reservoir due to the reservoir herniating and migrating from its original position. The patient is expected to fully recover.